Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. It was reported that the patient was pacemaker dependent. The device was temporarily placed on the outside of the patient's body and connected to a temporary right ventricular (rv) lead that was placed in the patient's neck. A new system implant was planned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.